Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of insufficient resection of the native patella which led to soft tissue build up and decreased range of motion. However, this cannot be confirmed as the devices were not available for evaluation and no further details were provided.

Event description:
Index surgery: (B)(6) 2018. Revision due to stiffness with limited range of motion.

Manufacturer narrative:
Pending evalution.

Event description:
Index surgery: (B)(6) 2018. Revision due to stiffness with limited range of motion.